Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a damaged power cord outer jacket. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord outer jacket. To correct the condition, the power cord was replaced. If additional information becomes available, a follow-up report will be submitted.